Event description:
It was reported by stryker service technician (B)(4) that several j-tip, I-tip and spatula tip probes are fracturing near the base of the non-operating end. (B)(4) believes the probes are 2-3 months old. [(B)(4)]: the originally reported j-tip, l-tip, and spatula-tip are covered in per (B)(4), the 10mm peek handles are sent in by sales rep.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.